Manufacturer narrative:
The panel key pad (part # (B)(4)2) was replaced and the system is fully operational. This occurrence is the first incident involving a patient and complete unintended movement. Siemens investigation of the reported incident is ongoing. A supplemental report will be submitted upon complete of this investigation.

Event description:
Siemens was notified on (B)(6) 2013 of unintended table movement. Reportedly, the CT table started to move without command while a patient was on the table. The emergency stop button was not used; however, the system detected an error/fault and automatically went into standby mode which stopped the table movement. There was no injury to the patient reported. The initial scan was unsuccessful due to the table error, but it is unknown the procedure has started or if the patient had radiation prior to failure. A second scan was required.

Manufacturer narrative:
In response to this incident and the subsequent investigation, siemens has determined based on the logfiles provided by the local customer service engineer that the unintended table movement was due to buttons on the gantry key panel sticking underneath the gantry cover. Siemens has recommended that the gantry cover be replaced. The customer replaced the gantry cover on (B)(4) 2013, and there have been no reports of similar incidents at this location. The correct date that siemens was notified of the event was (B)(4) 2013.